Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: d-evolutfx-34, lot #: 0011688321, ubd: 15-mar-2025, UDI#: (B)(4). Conclusion: procedural images were provided for review. An incomplete image of the aortic root was provided which did not allow for an appropriate evaluation of the patient¿s anatomy. Additionally, there is evidence the patient had a bicuspid aortic valve with significant calcification. The media files provided reveal that the balloon ruptured during the pre-dilatation. It was reported that multiple exchanges were performed with a total of two balloons and two delivery catheter systems which could have contributed to the aortic dissection. However, there are no images to support thus the cause of the dissection is not fully evident. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Vascular complications, such dissection, are known potential adverse patient effects per the device instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the cause of the dissection was unknown because it was not known when the dissection first occurred. It was reported that the dissection was possibly related to the delivery catheter system (dcs). Additionally, the physician stated that the patient had tortuous anatomy that contributed to the dissection. Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Updated: d10, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a heavily calcified native aortic valve. Pre- balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) non-medtronic balloon. Of note, initial resistance was felt in the iliac arteries bilaterally when obtaining access and while inserting the non-medtronic balloon. 2 inflations were performed. Upon the 2nd inflation, the balloon visibly ruptured and was removed. The balloon was observed in 2 separate pieces, both of which were successfully removed from the patient. The first valve was prepped and attempted for implant using an 18 french medtronic sheath. 2 recaptures were performed. The system was removed and an 18 french non-medtronic sheath was inserted. A second pre-bav was performed with a 23 mm non-medtronic balloon. A new valve and dcs were prepped. After successful deployment of the valve, a dissection was observed in the descending aorta. Multiple angiograms were performed. It was determined that the dissection and the patient were stable. No treatment or intervention was reported. The patient was transferred to the intensive care unit (ICU). No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying that the physician did not specify which dcs caused the dissection because the dissection was not identified until the valve was fully deployed, and the 2nd dcs was withdrawn from the body. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. H6. Annex b code was updated from "b17" to "b18". Corrected data: b2. Outcome attributed to adverse event was inadvertently checked as "intervention required". Outcome attributed to adverse event was corrected to capture only "hospitalization". H6. Additional codes: annex f health impact code was corrected from "f11" to "f12". Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the first valve was recaptured two times due to valve being placed too deep in the left ventricular outflow tract (lvot). Per the physician, the cause of the dissection was unknown because it was not known when the dissection first occurred. It was reported that the dissection was possibly related to the dcs. Additionally, the physician stated that the patient had tortuous anatomy that contributed to the dissection. At the time that the patient was transferred to the ICU, no treatment or intervention was performed, and the patient had improved. No additional adverse patient effects were reported.